Event description:
It was reported that the hub of the stent was cracked and it was noticed during prep. The product was not clinically used and there was no patient injury. No additional information was given. The product will be returned.